Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a pericardial effusion. During a pulmonary vein isolation (pvi) ablation procedure, a map of the left atrium (la) was made with the intellamap orion high resolution mapping catheter via a non-boston scientific sheath. The sheath was then exchanged for a non-boston scientific catheter and a cryo ablation was completed using a non-boston scientific cryo balloon and catheter. After the cryo therapy was completed, the cryo was removed and the orion was again placed into the la, this time via the a different non-boston scientific sheath. A boston scientific viking quad catheter was also in the patient at the his location. It was at this point of validation mapping with the orion catheter that the physician noticed the patient's arterial pressures began to drop. Upon inspection of an intracardiac echocardiography (ice), a pericardial effusion was observed. A pericardiocentesis was then performed. The patient was stable and transferred to the operating room (or) for surgical repair. At the time, the physician could not attribute the effusion to one specific product or maneuver, but commented it could have been the intellamap orion high resolution mapping catheter. The physician later reported he experienced resistance while maneuvering the orion when trying to place it in the left inferior pulmonary vein and later realized that it was the left atrial appendage.